Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise oversensing that resulted in two inappropriate shocks and anti-tachycardia pacing (atp). Technical services (ts) was consulted and noted this was due to electromagnetic interference (emi). This device remains in service. No adverse patient effects were reported.